Event description:
Health professional reported the explantation of a lap-band system due to alleged pain and a break in the tubing. The discovery of the tubing breakage was found during a computed tomography scan (CT scan). Additional information provided by the health professional noted that the physician had also performed a "fill under fluoro." Additional information provided by the health professional noted "tubing severed at 12.5cm from port."

Manufacturer narrative:
Allergan has received the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."